Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation).

Manufacturer narrative:
A fiber optic sensor failure refers to loss or malfunction of the pressure signal from the intra aortic balloon catheter that affects accurate detection of aortic pressure waveforms. An ICU nurse reported a fiber optic sensor failure while the device was in use and confirmed that help screen instructions were followed. The fiber optic cable was unplugged and reinserted but the alarm recurred. The inner lumen was then transduced and the fiber optic cable removed from the pump and the displayed values were comparable to prior readings. Line maintenance was discussed and product surveillance information was collected. The nurse was instructed to retain the catheter after use and a return box was arranged for collection.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had a fiber optic sensor failure alarm. There were no patient harm or injury was reported.